Manufacturer narrative:
Qn# (B)(4). The customer returned one 880-34kit for investigation. Upon receiving the circuit, it was visually examined for any signs of misuse/abuse/damage. No tube melting or charring was detected. No other obvious defects or anomalies were noted. After functional testing was performed, a leak in the reservoir cup was found to be caused by damage to the suction valve. Visual inspection of the valves confirmed they were damaged. There was observed to be a hole in one of the flaps that makes up the valve. The entire circuit was hooked to a leak tester and leak tested. The leak was so profuse, a quantitative leakage value could not be recorded. The circuit leaked water from the suction valve on the iso-gard reservoir drain from the clear expiratory limb. It appears that one of the valves on the suction port was damaged causing the leak. This damage was most likely caused by a device, other than the provided suction wand, being inserted into the reservoir's valve. The device history record of batch number 74k1900011 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The IFU for this 880-34kit states "install suction line with blue connector (suction wand) onto the suction canister. Set suction or vacuum to 120-140mmhg. To remove condensate, hold drain and vertically insert suction probe into the drain suction port." The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak from the suction valve on the iso-gard reservoir drain on the clear expiratory limb. It appears that one of the flaps on the suction valve was damaged causing the leak. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. All heated wire breathing circuits are inspected 100% before leaving the manufacturing facility so it is unlikely that this defect was present at that time. The defect was discovered during use. Inserting other objects or devices besides the suction wand into the suction valve can damage the flaps on the suction valve. Therefore, the root cause of this complaint is user error. An in-service has been requested.

Event description:
Customer reported circuit leaked around blue port on drain cup. No patient harm reported. No medical intervention was required. Patient's condition was reported as "sick and on ventilator" at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported circuit leaked around blue port on drain cup. No patient harm reported. No medical intervention was required. Patient's condition was reported as "sick and on ventilator" at the time of this report.